Event description:
It was reported during a at2 screw implantation, the driver tip sheared off. The surgery was completed with a backup device. No adverse patient consequences were reported.

Manufacturer narrative:
The reported 1.5mm cann. Quick release driver tip was not returned for evaluation. Manufacturing and inspection records for 1.5mm cann. Quick release driver tip (part number ht-0915, batch number 280124) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.